Manufacturer narrative:
Additional information provided in d.4., h.3., h.4., h.6., h.10. And h.11 a sample was not received at the investigation site for evaluation for the report of stent was stuck and would not release; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the stent did not disengage appropriately. The stent was also ¿stuck¿ to the device when hit the hard stop with the device wheel and would not release. Doctor was trying to ¿move the stent back and force trying to release and created a goniotomy as well as ¿lost the stent¿. Upon evaluation with direct gonioprism, the doctor did not find the stent in the eye. She proceeded with cataract portion of the procedure and noted that the capsular bag was intact however she was not able to locate the stent. The stent has been presumed to be in the patient¿s eye but has not been located. She will undergo additional examination in an attempt to find the device. The stent was not seen in angle, anterior or posterior chamber, or posterior segment on post-op day 1. The location has not been determined at the time. The doctor was unable to make a prognosis.